Event description:
It was reported to philips that a burning smell and visible smoke was noted coming from the device¿s r-cabinet. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the device onsite and confirmed that burning smell and visible smoke was noted coming from the device¿s r-cabinet. After reviewing log file fse found that detector cooling unit have problem. Upon some functional test fse found the ny power block was a burnt. Fse replaced ny power block, repaired power cable, chiller connector and adjusted chiller cable position, supplied chiller coolant water. Fse replaced fd cooling hoses. After the replacement of the particular parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.